Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Awareness date reported on follow up 1 report as october 11, 2019 but should have been november 26, 2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part number: 338.19, supplier lot #: 1065, manufacturing site: hägendorf, release to warehouse date: 21. Aug. 1997. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the received device is found worn due to heavily used in the field. There are scratches and nicked. The distal part of the device is cracked and bent downward. Hence, the complaint is confirmed. Device failure/defect identified? Yes. Document/specification review: the dimensional inspection was not performed due to the post manufacturing damage. A manufacturing record evaluation was performed, it shows that the device was manufactured on 21. Aug. 1997( 22+ year old device) and there were no issues during the manufacture of this product that would contribute to this complaint condition. Conclusion: the complaint was confirmed during investigation. There were no issues during the manufacture of this product that would contribute to this complaint condition. Although a definitive root cause could not be determined, it is possible the device encountered unintended forces could have contributed to the complaint condition. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the dynamic hip and condylar screw system (dhs/dcs) centering sleeve was found not functioning during reverse logistics audit of the returned device at millstone. There was no patient involvement. This complaint involves one (1) device. This report is for one (1) dhs®/dcs® centering sleeve long. This is report 1 of 1 for (B)(4).